Event description:
This is report 2 of 2.it was reported that a one-link standard bore catheter extension set disconnected from a non-baxter IV set during infusion of a medication into a patient to control post-childbirth bleeding. This resulted in increased blood loss to the patient. The patient received an increased dose of medication to control the bleeding. The outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.this is the same report, but different patient addressed in (B)(4).